Event description:
It was reported that the device dependent patient was in a car accident. The atrial lead exhibited over sensing. The lead was successfully capped and replaced. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.